Event description:
It was reported the pt (new zealand) required defibrillation. Since that time, the pt is unable to establish communication with the ipg via the charging system. Prior to the loss of communication, the pt alleged the recharge burden for his ipg had increased. Surgical intervention will be undertaken at a late date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.